Manufacturer narrative:
The product was not returned for evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
The complainant stated that could not get the sheath in and needed to switch to a longer sheath. First balloon unfurled due to insertion multiple times. Opened second balloon and was able to place and begin pumping.